Event description:
Hcp reported a confirmed motor stall. The motor stall occurred and stopped pump period may exceed tube set was two days later. The logs were checked about two weeks later and no motor stall recovery was noted. The patient fell on the pump on concrete. It was indicated that (B)(6) 2012 was listed in the logs for the previous refill. The pump was delivering sufentanil. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8711, lot# j11352r34, implanted: 2002-(B)(6), explanted: unk. (B)(4).